Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: two electronic photos and one j-tip guidewire loaded into an introducer needle in a guidewire hoop was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The guidewire appeared to be stuck within the introducer needle. The portion of the guidewire protruding the needle bevel was noted to have bents throughout. An attempt to advance the j-tip guidewire into the introducer needle was performed and was successful. Resistance was felt during attempt. The guidewire advanced within the introducer needle. No uncoiling was noted throughout the guidewire. The photo shows an open tray containing port, guidewire loaded into the introducer needle, dilator , flushing hub ,tunneler and catheter tube. A bent can be noted near the j-tip of the guidewire. Therefore, the investigation is confirmed for the reported deformation issues and physical resistance or sticking. However, it is inconclusive for the reported failure to advance issues as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use and the investigation is unconfirmed for stretched issues as no stretching or uncoiling was observed throughout the guidewire. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the procedure, the guidewire encountered resistance and could not pass. The guide wire was stretched and bent. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the procedure, the guidewire encountered resistance and could not pass. The guide wire was stretched and bent. There was no reported patient injury.